Event description:
Boston scientific crm received info that this right ventricular (rv) lead dislodged approximately 1.5 months post implant. The pt was in the hospital for other health related reasons when the device system was evaluated. The pt was not experiencing any adverse symptoms or effects as a result. During the eval, there were strange pacing spikes, a significant decrease in sensing and impedance measurements, and capture was unable to be obtained at maximum output. Chest x-ray revealed the rv lead looked very lateral, so it was suspect that microdislodgement may have occurred. The next day, during a lead revision procedure, the lead was successfully repositioned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.